Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file found three other reports with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is not available.

Event description:
The user facility reported the bypass tube was detached on the involved angio-seal device. The following information was provided by the user facility: when the device was unpacked, the bypass tube was already detached. The device was not used. A new angio-seal device was used to continue the procedure. The device had been stored on a level place, and there were no obstacles that would hamper the user to unpack the device. Hemostasis was achieved successfully with the new angio-seal device. There was no reported health damage to the patient. Puncture vessel: femoral artery - right - puncture site: distal of inguinal ligament. Vessel diameter: 7mm - sheath size: 7 fr.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.